Event description:
A dist reported that a pt was sleeping, awoke and saw smoke coming from his humidifier. He saw flames shoot out of the base of the unit and unplugged it. The fire went out. He took the humidifier outside because of the smoke smell. No pt consequence was reported.

Manufacturer narrative:
The device is on route to the MFR for investigation. No conclusion can be made at this time. Further info will be provided in a f/u.